Event description:
Healthcare professional later, also reported, "hole non-specific. And at junction of expander port meets expander, derma bond on it. Leak at 4:00 position. Slowly, deflating did not hold volume". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿leak at junction of shell to expander port¿, of ¿as no replacement available - used cyanoacrylate glue and then re expanded the expander to 270cc and it seemed to hold¿.

Event description:
Healthcare professional reported a right side "leak at the junction of the shell with the port" and "as no replacement available - used cyanoacrylate glue". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-port leak and/or damage: observed opening on insert/shell bond edge assesses unidentified (tear) opening. Shell thickness within specification. ¿ use error: unable to observe since it is not related to the device. Additional observations: ¿ missing pieces of suture tabs assessed as inconclusive. ¿ observed broken suture tabs assessed surgical damage.

Event description:
Healthcare professional reported a right side "leak at the junction of the shell with the port" and "as no replacement available - used cyanoacrylate glue". Healthcare professional later also reported "hole, non-specific and at junction of expander port meets expander - derma bond on it. Leak at 4:00 position - slowly deflating did not hold volume". Device has been explanted.